Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving morphine at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that their first implanted pump clogged or rusted and it was removed and replaced with their current pump. The patient stated that the corroded pump was removed.